Manufacturer narrative:
Reported event: an event regarding pain involving an unknown triathlon knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported: navigation was used on my right knee replacement 6 years ago with stryker triathlon parts. Recovery was painful and difficult. Last month, my left knee was replaced with the mako robot, same surgeon, same hospital and same parts. This has been extremely painful and a much worse and awful pain beyond belief recovery!! I would never ask for the robot again. This pi is for the right knee.